Event description:
It was reported that the pump touch screen was unresponsive. The customer¿s blood glucose level was 144 mg/dl. During troubleshooting with technical support, the pump was reset, and the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.